Event description:
It was reported that the pt feels like getting an electrical shock via the implant. This sensation started 2-3 weeks ago and occurs more and more frequent. Testing results show unremarkable stable impedance values, but the pt suffered pain during testing. An accident or trauma is not known. The external parts were checked.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.